Event description:
It was reported that during an unknown process step of therapy, a prismaflex hf set was observed with "a piece that has been leaking after running causing blood to back up and the need for restart therapy". According to the reporter there were 12 units in their storeroom. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5: the customer stated that there were actually three (3) prismaflex sets that leaked. 12 sets were initially reported. Additional information : h6, h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.